Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months. Device evaluation: the report of low speed and pump stop events can be confirmed based on the evaluation of the returned driveline. Approximately 20 inches of the external portion/distal end of the driveline returned. The silastic sleeve was removed, and examination the shielding and bionate revealed areas with shield breakdown. Continuity testing was performed on the returned portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed and examination of the underlying wires revealed one disruption in the insulation of both the red and orange wires, approximately 6 inches from the metal/controller connector. The underlying conductors of the red and orange wires were exposed. The disruptions in the insulation of the wires appeared to be the result of repetitive flexing and bending of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruptions in the insulation of the red and orange wires would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed and pump stop events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient stated she had received periodic alarms for a couple of days while connected to the power module. Device interrogation showed periodic low speed advisory and pump off events that occurred between (B)(6) 2016. It was reported that the patient was asymptomatic. The patient was admitted to the hospital and placed on a non-grounded patient cable for further analysis. The customer reported that the patient had gained a significant amount of weight since implant. The manufacturer's technical services reviewed the x-rays provided and they did not show any areas of interest on the external portion of the images. The internal images appeared to show a straight path, with no loop that is typically seen. On (B)(4) 2016, a driveline repair was completed. No alarms were reported after the repair was completed.